Event description:
Caller reported a malfunction on the pump with code malf 16. There was no adverse impact to the customer¿s blood glucose level. Customer's pump was included in a field correction, and the caller had already acknowledged receipt of the related email notice. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if any further issues arose, which the caller acknowledged and understood.